Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Patient code 3191 was used to capture the nips testing and surgery to replace the lead. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of device memory found a shorted lead error code 1005 was recorded on (B)(6) 2020 after a shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted the shock and pacing impedances had gradually increased. Non-invasive programmed stimulation (nips) testing was performed. The device declared a code 1005, open circuit detected during shock delivery. The patient was externally recused with one shock. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The device was explanted and replaced. No additional adverse patient effects were reported.